Manufacturer narrative:
The device was received for evaluation. Visual and photo examination revealed minimal wear on the outer diameter of the reamer where it comes into contact with the guide. The outer diameter was measured and found to be conforming to the appropriate tolerance. A review of the manufacturing records is performed and documented after all processing is complete for all manufactured products. Documentation was reviewed for completeness and accuracy to confirm that the lot was manufactured, inspected, and packaged to specification. The device was used for treatment. The surgical technique for preparation of the patella using the zimmer patella reamer indicates that proper use is to insert the reamer into the insetting guide and then "bring the reamer up to full speed and advance it slowly until the prominent high points are reamed off". It is unknown if the proper surgical technique was followed. The complaint cannot be confirmed, however because the device does not exhibit the condition reported. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that during surgery the nurse opened the patella reamer package and noted that the blade was elongated. Surgery was attempted with the device, but was unsuccessful; therefore surgery was completed with another size patella reamer.